Manufacturer narrative:
The device had not yet reached eri when it was received for analysis. The longevity of the device was evaluated, and it was confirmed to be depleting rapidly. The device functionality was tested, and it was normal. The device current demand was normal before, during and after temperature cycle and temperature humidity testing. The cause of the longevity anomaly was determined to be the battery.

Event description:
This report is related to previously reported complaint of premature battery depletion, reported on ((B)(6) 2016), MFR number 2938836-2016-01047.